Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The leak was an unknown amount of fluid that leaked inside the analyzer during the shutdown procedure. The leaked was contained. The customer also reported the instrument generated "sam assembly did not sense home" errors during the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of lab coat, gloves, mask and protective eyewear. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and confirmed the leak from tubing that popped off the bsv (blood sampling valve). The fse re-attached the tubing resolving the leak. The fse found the leak had damaged the blood detector. The fse replaced the blood detector. (B)(4).